Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Contact reported customer experienced an elevated blood glucose (bg) level of 422 (mg/dl) and delivered a manual injection to address bg level. It was indicated that manual injections were available for diabetes management.